Event description:
It was reported that during a rotational atherectomy procedure, the burr became stuck in the calcified vessel. The lesion was located in a 90% stenotic and calcified coronary artery. The burr became stuck in the calcified lesion following ablation and was unable to be removed. The vessel with the burr was surgically removed and the pt underwent urgent bypass surgery. Subsequently, the pt died after this add'l surgical intervention. Add'l info has been requested.

Manufacturer narrative:
The burr was disposed of following surgery; therefore, no direct product analysis could be performed. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced during this procedure.